Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. Customer experienced abdominal pain, vomiting and nausea symptoms. Customer was using auto mode at the time of incidence. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. As per report customer was alleging that the insulin pump was under delivering due to continue high blood glucose. The insulin pump will not be returned for analysis.